Event description:
It was reported that the patient's vns was confirmed to be fully depleted during surgery and the patient's device was fully replaced as it was found that a lead fracture was visualized on x-rays and during surgery. The explanted devices were discarded and are not available for analysis.